Event description:
Clinical study. It was reported that 614 days after a coronary drug eluting stenting treatment procedure the pt expired. On the day of the index procedure, the pt presented with chest pain and an acute posterolateral myocardial infarction. ECG showed st depression in multiple leads but no real development of q-waves. Coronary angiogram performed on the same day revealed: left main coronary artery (lmca) was calcified with a distal 30% stenosed lesion; left anterior descending artery (lad) was subtotally occluded in mid portion, with 80% ostial stenosis in diagonal branch; left circumflex (lcx) had proximal 80% stenosis and mid 95% stenosis; right coronary artery (rca) had proximal to mid diffuse disease, and 90% mid stenosis. The index procedure treated a 2.75x18mm, 80% stenosed, severely calcified, and moderately tortuous lesion in the proximal lcx with predilation and placement of a taxus express2 2.75x24mm drug eluting stent, reducing stenosis to 0%. There were no reported complications. The pt was discharged 2 days later on aspirin and plavix. Six hundred and fourteen days after the index procedure, the pt expired with the cause of death as unk. The physician reported that it was unk if the target vessel was involved. The relationship to the taxus stent was not given. It is also unk if an autopsy was performed. The death was notified by the pt's family and no further info was offered at this time.

Manufacturer narrative:
Device evaluation: the stent remains in the pt and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.